Event description:
Claims separation between the head of the hip prosthesis and capsule. The patient suffered a luxation 8 days after operation. Product was explanted; replacements put in and reduction of luxation.